Event description:
Per the clinic, the implant magnet was explanted (specific date not reported) due to decrease in performance. The patient was reimplanted with a transcutaneous osia implant system at a new site during the same surgery.